Event description:
It was reported to vyaire medical that a transducer fault has occurred on the vela ventilator during patient use. Furthermore, the patient was transferred to another device and there was no patient harm associated with the event.

Manufacturer narrative:
The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned.